Event description:
It was found through a journal article that four weeks after the revision the patient was treated by closed reduction and short term bracing for 2 weeks. Additionally a second dislocation occurred approximately 6 weeks after the closed reduction and a future revision to a constrained liner is planned.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown insert. The device is not available for evaluation as it remains implanted. Should additional information become available, it will be provided in a supplemental report. Still implanted.

Manufacturer narrative:
An event regarding dislocation involving an unknown acetabular liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. The journal article described heavy soft tissue and muscle damage found during the revision surgery when the subject device was implanted. It is possible that the compromised soft tissues contributed to the reported dislocation. This cannot be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was found through a journal article that four weeks after the revision the patient was treated by closed reduction and short term bracing for 2 weeks. Additionally a second dislocation occurred approximately 6 weeks after the closed reduction and a future revision to a constrained liner is planned.